Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This medwatch report is in response to receipt of maude event report mw5044415.

Manufacturer narrative:
It was reported that the patient was hospitalized for four days and was given antibiotics for the septic shock. The patient is still having pain in the abdomen. (B)(4).

Event description:
It was reported by the patient that she underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was implanted. In 2013, the patch tore the patient's bowel. On (B)(6) 2013, the patient was hospitalized for septic shock. A drainage tube was placed to remove the excess. It was removed later. Additional information was requested.